Event description:
It was reported that the device did not give any picture during surgery. Therefore, there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
Three attempts have been made to retrieve the device for evaluation. The device has not been received in-house. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: optics does not give any picture during surgery. Probable root cause: incorrect or unclear instructions for use, incorrect optics assembly, incorrect scope adapter assembly, light cone failure (5mm or smaller), damaged light fibers, incorrectly assembled fibers, end of life wear-out, shipping damage, use error. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device did not give any picture during surgery. Therefore, there was loss of image.